Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead developed septic shock due to a staphyloccocus aureus infection that resulted in tricuspid endocarditis and subsequent infection of the ICD and rv lead. The source of the infection was a moist gangrene in the patient's toe and the patient has poor circulation. A system revision was performed and this ICD and rv lead were explanted. Additional information was received that the gangrene also resulted in the amputation of the patient's feet. In addition, this patient was suffering from a wound healing disorder and acute renal failure. Despite receiving intensive care, the patient died. The cause of death was reported as a result of the tripcuspid endocarditis. The clinical investigator also reported that the patient's death was not related to the ICD. The ICD and rv lead have not been returned.